Event description:
It was reported via legal documentation that approximately 71 months after a right total knee replacement procedure, the patient underwent a revision procedure to address prosthesis wear, pain, stiffness, discomfort, and weakness, negatively affected mobility and quality of life, revision surgery; pain following surgery and during the rehabilitation period, physical therapy; limited ability to perform normal physical activities. No further issues or complications were reported. No additional information is available.

Manufacturer narrative:
D10 concomitant devices: 5032910 02-010-01-0360 - logic femoral ps cem right sz 6. 4205671 02-012-41-6050 - logic tibia traptray cem sz 6f/5t. 5484338 200-02-38 - three peg patella 38mm. 3609305 201-78-12 - holding pin lg head sharp point med 2pk. The product associated with the reported event is within the scope of recall z-0021-2022; however, there is insufficient information to evaluate whether the subject issue of the recall was a cause or contributor to the reported event. The device was not returned for evaluation and no medical or other records containing treatment information or patient information have been received; therefore, the reported event cannot be confirmed, nor can the circumstances or potential causes or contributors to the alleged event be evaluated. Should additional, material information become available that permits more analysis or conclusions, a supplemental report will be filed accordingly.